Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device requested, not yet received.

Event description:
During a procedure, the surgeon had difficulty passing the nitinol needle through the suture punch barrel. It was reported the size of the needle and the size of the suture punch barrel appeared to be incompatible. The procedure was completed with another suture passer without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product was visually examined and found to have very little wear externally. The product was then function tested with a bipass disposable nitinol and there was significant resistance felt when attempting to push the nitinol through the device therefore, confirming the complaint. A new bipass disposable nitinol (pn 902092 ln 195660) was requisitioned from the shelf and the device was again function tested. The same resistance was felt with this pusher as with the last one. Therefore, it was determined that the issue was the bipass suture punch and not the nitinol. It cannot be determined why there was significant resistance felt when trying to pass the nitinol through the suture punch. It is possible that repetitive use has worn down the inner barrel of the punch but this cannot be confirmed. Based on DHR review, the products were released conforming to print specification. This device is used for treatment. Review of products indicates that the nitinol and suture punch are compatible with one another. Root cause could not be determined.